Manufacturer narrative:
Citation: saxon j. Complications of bioprosthetic valve fracture as an adjunct to valve-in-valve tavr. Structural heart. 27 feb 2019; 3:2, 92-99, doi: 10.1080/24748706.2019.1578446. Published online: 27 feb 2019. Earliest date of publication used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding the use of and complications associated with bioprosthetic valve fracturing (bvf) to facilitate valve-in-valve transcatheter aortic valve replacement (viv tavr). All data were collected from case reports. The study population included 8 patients (predominantly female, mean age 76 years), 2 of which were implanted with medtronic mosaic valves (no serial numbers provided) and 6 received corevalve evolut r valves during viv tavr (no serial numbers provided). Among all evolut r valve patients, adverse events included: valve migration during bvf, severe aortic insufficiency requiring another valve to be implanted. Based on the available information medtronic product was directly associated with the adverse events.